Event description:
It was reported the device stopped then exhibited an upstream occlusion once powered back on. Per reporter there were no kinks in the line, the alarm was silenced and the device was powered off. The batteries were removed but the alarm persisted. Res vol 921. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for an upstream occlusion alarm is the uso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.